Event description:
A pt reported blood glucose results of 106, 147, and 187 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby reported that the test strips were in good condition, the testing technique was correct, and the codes matched. The control solution was expired. A new bottle of control is being sent to the pt.